Event description:
Wrong dosage was administered med integrilin. Pt was ordered for integrilin. Pump set at 2 mcg/kg/min at 12.8 cc/hr. New 100cc bottle hung at 12:45 pm one hour later, bottle was found empty.